Event description:
It was reported that the pt underwent surgery for lumbar fusion in 2009. Post-op, the pt presented with allergic reaction with hives all over the body.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.